Event description:
On 11/22/96, the facility's or materials supply coordinator informed a MFR customer service representative that the "product failed" and as a result, the device was explanted and replaced with another device.